Event description:
An arthrex 3.0mm arthroscopic joint shaver broke off inside the joint of patient during a surgical procedure. The surgeon was able to effectively remove the entire surgical component.